Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high and varying impedances on the low-voltage portion of the lead and a loss of capture due to a possible fracture. The rv lead was initially reprogrammed to a higher threshold but was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant product: product ID rvdr01, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015. (B)(6).